Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by giving pump reset information and helped the caller reset the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with the understanding that they should call back if the issue happens again.